Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during an unrelated medical procedure they were told by the nurse that their implantable cardioverter defibrillator (ICD) was not working. The ICD remains in use. No patient complications have been reported as a result of this event.